Event description:
It was reported that the 9800 system would intermittently shut down on its own. No patient injury was reported.

Manufacturer narrative:
A ge service rep performed an on site investigation. The power cable was replaced during the service call. The system was tested and found to be working as intended and put back into service. This MDR is related to ge healthcare complaint number.